Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2017-03909 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two ultrasound probes were used in a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, ten minutes into the procedure, the first ultrasound probe (the subject of this MFR report) broke in half when the lithoclast was at level 90. The same issue happened with the second ultrasound probe (MFR report #3005099803-2017-03909). The broken pieces were retrieved from inside the patient with the use of a grasper. The procedure was successfully completed using another of the same device and also a holmium laser. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.